Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02036, 0001822565 - 2019 - 02037.

Event description:
It was reported the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to the cup being too vertical and the hip is dislocating. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by x rays received. Review of the x rays identified the acetabular cup appears abnormally vertical in orientation although an acetabular abduction angle cannot be obtained from the radiograph. There is polyethylene liner wear with eccentric position of the head within the cup. No fracture, osteolysis, or other abnormality is identified. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.